Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). An opticross hd catheter was selected for ultrasound examination of the target lesion. During pullback, imaging was lost, screen went dark and nothing was displayed. It was noted that air had not been removed during device preparation for flushing. The procedure was completed using another device of the same model. No patient complications were reported.